Event description:
Subsequent to the initial filed report, additional information reported that when attempting to deploy the sheath, tip and stent separated from the device and were embedded with another stent into the vessel. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separations (tip, sheath, shaft) were able to be confirmed. The reported activation failure and the reported mechanical jam were unable to be replicated in a testing environment due to the condition of the returned device. The reported difficult to advance was unable to be replicated in a testing environment as it was based on operational circumstances. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. Reportedly, the 8.0x100mm absolute pro self-expanding stent was advanced over a .018¿ unspecified guide wire. It should be noted the absolute pro vascular self-expanding stent system instructions for use (IFU) states: use a 0.035¿ (0.89 mm) diameter guide wire with the absolute pro .035 peripheral self-expanding stent system. Use of an undersized guide wire, with insufficient support, may cause kinking in the stent delivery system. The deviation of the instructions for use appears to have caused/contributed to the reported difficulties. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to deviation of the IFU and subsequent circumstances of the procedure as it is likely that resistance was met with the mildly calcified, mildly tortuous and 80% stenosed anatomy resulting in the reported difficult to advance. Use of the undersized .018¿ guide wire resulted in the distal shaft becoming bent in the mildly calcified, mildly tortuous and 80% stenosed anatomy resulting in preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure. Manipulation of the compromised device and disassembling the handle resulted in the reported/noted material separations (tip, sheath, shaft) and the noted wrinkled sheath. As reported, the separated sheath, tip and shaft were embedded with another stent into the vessel. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. 2017- failure to follow steps / instructions.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous femoral artery that is 80% stenosed. The 8.0x100mm absolute pro self-expanding stent (ses) met resistance during advancement to the target lesion with anatomy; however, during deployment the stent could only partially be released. It was noted that the thumbwheel was difficult to turn and stop turning. Therefore, the handle was disassembled and the stent was forced to release. The stent fractured and a covered stent was used to embed the broken stent against the vessel wall. It was noted that the ses was advanced over a .018 unspecified guide wire. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the previously filed reports, it was reported that a command 18 guide wire was noted to have met resistance with the absolute pro when the guide wire could not pass through the lumen of the stent. No additional information was provided.

Manufacturer narrative:
B3 correction: date of event updated h10: this event was found to be a duplicate. Related report number added.